Event description:
After 45 min, during the second run for this patient on the optia, the patient started to complain about strong pain behind the thorax. Also in this run the pain decreased by itself without doing something. Then however, the pain became stronger again. There was no certain comprehensible time when the pain appeared during the run. There is no certain reproducible time/cyclus when the pain started during the therapy. This time because of the intensity of the complaints the therapy was broken off prematurely. The disposable is unavailable for evaluation because the customer discarded the set. This report is being filed due to insufficient information provided at this time to determine if a malfunction, medical intervention, or potential for serious injury occurred.

Manufacturer narrative:
(B)(4) investigation evaluation and corrective actions are in progress. A follow-up report will be provided.